Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abdominal pain, scar tissue, dense adhesions, hernia recurrence. It was reported that patient underwent mesh removal on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/4/2019. No additional information was provided.